Event description:
The customer alleged that the infusion device was delivering an inaccurate amount of insulin over the past 6 months which caused several high and low blood events that required hospitalization and/or medical treatment. On (B)(6) 2015, the ambulance was called due to the patient being unconscious from elevated blood glucose. The paramedics took the patient to the hospital and she was admitted for 4-5 days. The meter results from the paramedics and the hospital were unknown. At the hospital, the patient received insulin via IV and insulin injections based on an unknown sliding scale. The customer reported another event that occurred 4 weeks ago. The ambulance was called due to the patient being unconscious from elevated blood glucose. The paramedics took the patient to the hospital, but she was not admitted. The meter results from the paramedics and the hospital were unknown. At the hospital, the patient received an unknown IV to lower her blood glucose. The customer also reported several events due to low blood glucose. The event dates are unknown. The customer stated sometimes the low blood events will occur 1-2 times per week. For the events when the patient was responsive and awake, her husband provided her with juice and something to eat. If the patient was unconscious, then the husband called the ambulance. She was not admitted into the hospital for the low blood glucose events. At the hospital, the patient was treated with glucose tablets and juice. The meter results from the paramedics and the hospital were unknown. The infusion device was requested to be returned for product evaluation.